Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("riddle with anxiety"), insomnia ("haven't sleep more than 2-4 hours"), dyspareunia ("painful intercourse 80%") and amenorrhoea ("period off"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, insomnia, dyspareunia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, anxiety, dyspareunia, insomnia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety, insomnia, dyspareunia, amenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. On (B)(6) 2020: social media received-new event riddle with anxiety, haven't sleep more than 2-4 hours, painful intercourse 80% and period off were added. Event medical device removal was deleted and updated with pelvic pain. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The following information was received from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.